Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided by the healthcare facility states that upon advancement of the injector plunger, the trailing haptic detached from the lens. This indicates that haptic detachment has occurred as a result of the haptic becoming trapped in the injector flaps during loading. The healthcare facility has confirmed that the lens was explanted and exchanged without complication. The patient did not require sutures as a result of lens explantation. The patient was not injured as a result of haptic breakage or lens explantation. The healthcare facility has reported that the patient is doing well post-operatively. Our review of manufacturing records for the c-flex 570c iol batch 114e64757 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (november 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents have been received against the c-flex 570c iol batch 114e64757. Device not returned to manufacturer.

Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex 570c iol. The event description provided to rayner states "lens was loaded into cartridge/injector upon advancement of injector plunger, the trailing lens haptic became detached from the lens. The lens was removed from the eye by the surgeon".